Event description:
The customer reports that the x-ray system does not cut off exposure in time.

Manufacturer narrative:
Eval method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to FDA.